Event description:
Boston scientific received information that during a follow up visit, this left ventricular (lv) lead exhibited high thresholds due to dislodgement. A revision procedure was performed and the lead was attempted to be repositioned; however, an adequate position could not be obtained. A new lv lead was attempted, however, it was not able to obtain an adequate position due to the patient's anatomy. Finally another lv lead was successfully implanted with normal measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
A new left ventricular lead was successfully implanted. The attempted lead were not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.